Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane, hard drive, gib pcb, and image processor pcb. System operates as intended.